Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer's blood glucose value was unknown at the time of the incident. The customer stated that reservoir came out of pump and stuck it back in and had a low its like she got all the insulin at once. The customer was assisted with troubleshooting. The reservoir will not be returned for analysis.